Manufacturer narrative:
The adhesive patches (clear and/or white) can cause skin irritation or allergic reaction, which is a known and anticipated potential adverse effect. Eversense user guide mentions about it under "risks and side effects". The patient mentioned having a history of sensitive skin. The adhesive patches were not expired. The sensor was inserted on (B)(6)2024 and the issue began 1-2 months after insertion. The patient consulted their hcp who prescribed lyman 50000 cream. The symptoms improved after using the cream. This incident does not require any further investigation.

Event description:
Senseonics was made aware of an incident where patient reported pain at the sensor removal site. The sensor was inserted on 11 december 2024 and the removal procedure took place on (B)(6) 2024. The site was swollen after removal. The hcp prescribed a cream and advised user to put ice on the area.